Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels. Customer's blood glucose level was over 700 mg/dl at time of hospitalization and was due to a bent cannula. Customer stated they had previously used their arms as the insertion point. Advised to use different insertion area as arms and legs tend to bend the cannula due to muscularity. Customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.